Manufacturer narrative:
Additional information was received that the patient underwent an explant. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the ipg site. Symptoms were redness and pain. It was also reported that the patients pain started to travel to midline incision site. The physician also believed that the infection was not device related.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5019609, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5054547, model/catalog description: linear st lead kit 70 cm,

Event description:
A report was received that the patient developed infection at the ipg site. Symptoms were redness and pain. It was also reported that the patients pain started to travel to midline incision site. The physician also believed that the infection was not device related.